Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) in (B)(4) alleging onetouch verio iq meter was in the correct unit of measurement. The reporter did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the reporter alleged the meter was in the incorrect unit of measurement. There is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.